Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. It has been clarified that the panel holder has been broken off. It is unknown under which circumstances the failure occurred or if the panel holder had been subjected to high mechanical stress in one moment while in use (that could have happened if the operators have been using the panel as a handle when moving the system, instead of using the dedicated handle on the mobile cart, and thus exposing the panel to forces greater than it has been designed for). The ventilator system has been successfully tested according to relevant environmental standards regarding mechanical strength (shock, vibration, drop, etc.). Due to previous complaints, the panel holder design was changed to strengthen the holder even more. This design change was implemented may 2016, our investigation shows that the reported device was manufactured 2 months before this design change was implemented (serial number of user interface with new design is above 250001). Our conclusion into this matter is that the panel has been exposed to a mechanical force greater than it was designed to sustain. A correction of field # d1 brand name, # d4 version or model # and # d4 unique identifier (UDI) # was required. D1 ¿ brand name - previous brand name: servo-I, corrected brand name: servo-I base unit d4 ¿ version or model # - previous version or model #: servo-I, corrected version or model #: 6487800 d4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the ventilator's user interface holder was broken. There was no patient harm. Manufacturer's ref. #: (B)(4).